Event description:
Revision 2 years post operatively due to tibial loosening and pain.

Manufacturer narrative:
An engineering evaluation of the returned tibial insert found a deep slit below the anterior slot and markings on the male mushroom consistent with device extraction. The edge of the posterior center has an elongated indentation consistent with bony impingement. Pitting consistent with high loading was noted on the articular surface of the insert. The anterior spine has evidence of pitting. The posterior spine was found to be pristine with few signs of use.